Event description:
Report received from (B)(6) stating "return as is". It is unk if the device as being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).